Event description:
During transport to MRI, the MRI pump alarmed "security code 129" and then stopped infusing. Device was sent to manufacturer iradimed for investigation. Iradimed evaluated the device and found that it was working correctly, and noted that "error 129" can occur when the device is bumped or bounces, such as when crossing a threshold. The error was confirmed as occurring once in the device's logs. The manufacturer performed a full pm on the device and it will be returned to service. Manufacturer response for pump, infusion multitherapy, large volume, MRI, mridium 3860 series (per site reporter). Manufacturer investigation and recreated the problem. They performed a full pm on the device and it is being returned to our hospital.